Event description:
It was reported that the patient had a diagnostic done (the patient didn't know what was done) about a month and a half ago. Since then the patient had felt like the wires had moved and they felt different. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v840219, implanted: (B)(6) 2012. Product type: lead. (B)(4).